Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated at the y site near the distal end, causing blood/ normal saline to leak from patient's peripheral IV .there was no report of patient harm.

Event description:
The customer reported that the tubing separated at the y site near the distal end, causing blood/ normal saline to leak from patient's peripheral IV .there was no report of patient harm.

Manufacturer narrative:
The customer¿s report of tubing separated and leaked at smartsite port was confirmed. Visual inspection of the set noted that vinyl tubing was completely separated from the distal smartsite inlet port near the male luer. Examination under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation of the tubing at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured to be within specification. The root cause of the customer¿s report was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.